Event description:
It was reported that the tdxsp-cg power chair screen is smashed. Unsure how damage occurred but end user does not know the status of the chair. Unable to read what faults he is getting on the chair.